Event description:
It was reported that a patient implanted with an onkos my3d custom shoulder construct experienced dislocation. The patient was revised on (B)(6) 2025 to replace the humeral liner and humeral liner retaining ring. This event will be reported to the FDA as a serious injury, due to the patient's revision procedure. This report captures the humeral liner retaining ring.

Manufacturer narrative:
Device history records were reviewed and no manufacturing abnormalities were observed. Additionally, nonconformance history was reviewed for these devices, and there were no non-conformances identified which could have contributed to the event. Additional details regarding patient's post-operative history or operative notes during implantation are not known. Based on the available information, a root cause could not be established.